Manufacturer narrative:
Gehc surgery svc personnel troubleshoot sys, formatted hard drive. Ordered software. Installed new software. Tested sys, sys operational.

Event description:
Customer reports sys would not boot back up during a case and scheduled svc for later that afternoon. The problem occurred with pt on the table. It was reported that the power went off and on three times during the case and the sys would not reboot after that. The customer completed the case with a backup sys.